Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not record their bolus in the history. The customer¿s blood glucose level was 244 mg/dl before lunch. They were advised to monitor the insulin pump and call back if any problems persist. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Please see additional information.